Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving morphine (40 mg/ml at 1.921 mg/day), baclofen (450 mcg/ml at 21.81mcg/day), and bupivacaine (40 mg/ml at 1.921 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 the physician was unable to aspirate and flush anything through the cap (catheter access port). It was unknown if the physician had tried a different needle. No patient symptoms were reported. Additional information was received on 17-may-2016 and it was reported that the patient's catheter was replaced on (B)(6) 2016. The catheter appeared kinked when it was removed to the point where it stayed at an angle of approximately 90 degrees on its own. The portion of the catheter that remained bent had been in the intrathecal space. The physician attempted to inject fluid into the catheter after it was removed and still could not do so. The physician kept the catheter as she wanted to look at it further, but would eventually send it back for analysis after she was done with it. After the catheter replacement, the pump was programmed to minimum rate mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.